Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Additional information was requested, but no additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
It was reported the fecal management system leaked at the inflation cuff after approximately two hours of use. The fecal management system was removed and replaced reported a sa result of this event.